Event description:
The following description of the event was copied from the user facility medwatch report. (B)(4).

Manufacturer narrative:
Additional model number: cap/diaphragm set bx4, catalog number: 766896, lot number: 2208553; model number: bellows/water trap, catalog number: 766897, lot number: 2225217. On several occasions, carefusion has contacted the user facility seeking additional info concerning the reported event, device model, serial number and part number. As of 09/10/2013 the user facility has not provided this info. (B)(4). Based on the customer's event description and the reported suspect medical device lot numbers, this is a known issue with the cap/diaphragm, thus no additional investigation/evaluation is required. Carefusion has initiated a suppler corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventative action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be acceptable.